Event description:
A customer had a problem with sharps container. Accoridng to the customer "nurse have been stuck several times by sharpe that have not falled into the container. This is particularly a problem with butterfly needles that don't weigh enough to cause the lid to drop."